Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that the patient had unexpectedly passed away. The patient¿s right ventricular (rv) had noise, and noise reversion pacing was working appropriately. The physician had planned on replacing the rv lead during a generator change. The cause of death is not known. The patient was not on remote monitoring, and the device had not been checked post-mortem. No further information was reported.